Manufacturer narrative:
The astral device was received by the resmed service center in (B)(4) and an evaluation was performed. The evaluation was unable to reproduce the reported alarm issue. However, the device failed a safety valve check during performance testing and the pneumatic block was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
An astral device was returned to the resmed service center in (B)(4) for service and evaluation due to the low peep (end expiratory pressure) alarm keeps reoccurring. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device pneumatic block (pb) was returned to resmed design house for an extensive engineering investigation. Review of the device logs confirmed the occurrences of low peep alarms. Performance testing was unable to reproduce the alarms in the returned pb. The investigation determined the reported low peep alarms were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).